Event description:
A caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was educated on the effects of a pump shutdown and successfully resumed insulin use. The technical support team instructed the customer to uninstall and reinstall the mobile app and advised them to monitor battery depletion, addressing the concern if it exceeded 35% per day. The customer understood and acknowledged these instructions.